Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient experienced yellow drainage at the ipg site, as noted during a postoperative appointment. The physician ordered bloodwork and antibiotics as a first course of action. Later, the physician opted to explant the scs system and prescribed a six-week course of intravenous (IV) antibiotics to the patient.

Event description:
Follow up information identified the patient has completed the course of antibiotics, and the infection has resolved.